Event description:
The disposable cuff was connected to the vitals machine, and then the cuff was placed on the patient. The cuff never inflated. 4 different cuffs were tried, but none of the 4 inflated. Finally, the fifth cuff was able to inflate and take a reading.